Event description:
It was reported that the left ventricular lead pacing was stimulating the diaphragm. The left ventricular transvenous lead was removed and replaced with two epicardial leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the full lead was returned, analyzed, and no anomalies were found. All conductors had blood/body fluid (not obstructed), the outer insulation was pulled apart (overstress), the outer insulation was breached cut, and there was apparent explant damage.